Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying an error message indicating that the programmer was overheating. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issue. It was found that the cooling fan of the power supply was not running, which caused the power supply to become overheated. The programmer did not pass incoming testing, as the temperature readings from the power supply sensors were too high. It was also noted that the cable of the stylus was damaged, but the stylus was still functional. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.